Manufacturer narrative:
Device is being sent to covidien's healthcare failure investigation department in a foreign country. The device has not been received to date. Additional information will be provided when available.

Event description:
While using the CPAP machine, the customer noticed a burning smell, no smoke was visible. Customer discontinued usage of CPAP machine, customer also noticed black dust on filter. There were no injuries and no medical treatment was administered due to this event.